Event description:
Twist drill broke at the junction of the drill shaft and the connection point. The breakage occurred during the preparation for use phase.

Manufacturer narrative:
The product was not returned for investigation. Based on the available info, the actual root cause for the reported event could not be determined.